Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was placed and it obtained an excellent fixation but then, the patient comes with mobility of the crown and when manipulating the doctor detects that it is a fracture of the implant and proceeds to remove it in its entirety from the patient's mouth. The doctor also reported a bone loss. The doctor confirms that the procedure was not completed with another implant on the same day and that the patient did not suffer any negative impact on his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' An osseotite® implant 4 x 10mm (oss410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, crown attached and a fractured at the threads. Functional testing could not be performed due to the nature of the device and events. The reported device was located on tooth 26 and was used for approximately 3 years. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed, however can not be verified with bone loss.